Event description:
Boston scientific crm received info that this right atrial lead displayed loss of capture and poor sensing due to dislodgement. During the lead revision procedure, the lead could not be repositioned and diagnostic measurement could not be obtained due to a programmer malfunction. The lead was destroyed while removing it from the pt and was then discarded. No adverse pt effects were reported. No additional info is available at this time. If additional info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.